Manufacturer narrative:
Corrected field- d4(UDI number). Updated fields: b4, d1,d8, d9, g3, g1(contact person ¿ mfg site), g6, h2, h3, h11, h6 codes(investigation findings, types, components, conclusion). It was reported that during the running test after the inspection the cardiosave intra-aortic balloon pump (iabp) had an abnormal noise from the scroll compressor. No patient involvement and no harm reported. A getinge field service engineer (fse) observed scroll compressor was the cause, so he replaced scroll compressor (d119-00-0236). Driving operation test was carried out and results was good. Unit works fine and released to customer for clinical use. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿scroll compressor¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.

Event description:
N/a

Event description:
It was reported that during a running test after inspection by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) makes an abnormal noise from the scroll compressor. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.